Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 600 mg/dl which was treated with manual injection. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was also advised that insulin pump was functioning as designed. Customer was advised that infusion set would be replaced. Customer would call back if blood glucose does not lower.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.